Event description:
It was reported that the day after the pump replacement, the patient "began feeling sleepy and threw up and aspirated." It was noted that the patient was "having some problems with pressure and mental status changes". The patient was notably already titrated down from 5.6 mg/day of morphine to 2 mg/day. Minimum rate mode was discussed, and the caller was walked through how to enter it. The caller reportedly believed that some of the issues could be from anesthesia from the surgery as they were not certain it had anything to do with the pump. It was later reported that the patient was having other medical problems that may be adversely affected by her getting medication through the pump but it was reportedly not the pump itself that was causing the problem. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058172r, implanted: (B)(6) 2001. Product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).